Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 the following findings: during investigation, there were loss of prime warnings observed in the black box with zero force. The rewind, load, and prime steps performed successfully. Force sensor calibration test confirmed force sensor is detecting correct force at 5 lbs. No loss of primes occurred during testing. The pump was opened and moisture damage found on pcb. Pump case is cracked near top right corner of display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.